Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and force sensor resistance were out of specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed that the data for date of the complaint was overwritten due to continued use. The black box recorded a loss of prime with non-zero force. Evaluation revealed that the force sensor calibration and force sensor resistance were out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).